Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that latest in situ testing showed 5 electrode channels with status hi. Former in situ measurements showed normal results. An accident or trauma is not known.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode, most likely due to device minute mobility, is assumed. The complaint can be re-opened when the device is received for investigation.

Event description:
It was reported that in-situ testing showed 5 electrode channels with high status. Former in-situ measurements showed normal results. An accident or trauma is not known. The patient's hearing performance has decreased. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing performance has decreased with the device. An accident or trauma is not known. The patient was re-implanted.